Manufacturer narrative:
No 510 (k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision surgery not yet undertaken. Scheduled to occur on (B) (6) 2010. Patient had a total hip replacement. In early (B) (6) 2010 however, she experience pain afterward. Surgeon determined that the asr cup had spun out and was malpositioned.